Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8352-50, serial #: (B)(4), description: coveredge x 32, 50 cm 4x8 surgical lead.

Event description:
A report was received that the patient was experiencing numbness on her legs due to unwanted side effect of the stimulation.

Manufacturer narrative:
Additional information was received that the patient had a reprogramming and was reportedly doing well.

Event description:
A report was received that the patient was experiencing numbness on her legs due to unwanted side effect of the stimulation.